Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed an insert battery. They tried using 5 different batteries but the device would not recognize them. It had kept alarming an insert battery. It was reported that the display was currently blank. The customer¿s blood glucose level was 9.2 mmol/l. Troubleshooting was performed. They were advised to remove the battery. The insert battery alarm did not display on the screen. It was noted that they found the battery cap on the floor. They were advised to discontinue use of the device and revert to backup plan per health care professional¿s instructions until a new battery cap arrives. The device will not be returned for analysis.